Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver has a cracked screen. The universal serial bus (usb) connector is also contaminated which does not allow the device to be charged. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a damaged liquid crystal display (lcd) and a contaminated receiver.